Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the frame assembly has a broken weld near the center seat post on the base of the chair.